Event description:
About 3 weeks after the device was placed, scoping was done and the balloon had begun migrating out of the stomach. The device was removed the following day, and the balloon was deflated. The complainant has retained the sample, and says that a week later, the balloon reinflated and has remained inflated.

Manufacturer narrative:
The complaint is unconfirmed since the problem could not be reproduced in the bas lab. One fastrac 20fr feeding device was returned for eval. Upon receipt at bas, the internal bolster was inflated. During functional testing, the bolster was manually manipulated. No premature deflation was seen. No defect related to the mfg process was found on the returned sample. A chr of lot # hurj1243 showed no other similar product complaints from this lot number.